Manufacturer narrative:
The complaint product was not received for analysis. The condition of poly wear was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. Manufacturing data could not be reviewed because the manufacturing lot/serial information was not provided. The revision reported was likely the result of prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation. There is no patient information provided; therefore, it is not possible to assess the patient risk/clinical factors. In a review of the labeling is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is also noted that excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. This device is used for treatment not diagnosis. Missing information on this form and for this event investigation has been requested. No new information has been provided.

Event description:
There is no additional information provided on the patient or event.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2000. Revision due to poly wear.